Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? No information available. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that before a laparoscopic low anterior resection, the jaws became not to open. It occurred when no tissue was in the jaw and there was no damage to the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.